Manufacturer narrative:
Evaluation: access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. The outcome of aaa repair utilizing an endovascular graft is dependant upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy.

Event description:
In 2007, patient underwent aaa procedure. Physician placed a main body stent graft and two iliac legs. The contralateral (right) iliac artery had limited area, as short as 10mm, for the stent graft to be placed, and that area was thrombus-lined. Final angiography following placement of the stent grafts exhibited an endoleak close to the bifurcation. It was determined to be a distal type I endoleak and another manufacturer's stent was placed to secure sealing of the distal end of the contralateral leg, which resolved the endoleak.